Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event was caused by following; -the heat could not be exhausted due to dust, and the temperature inside the device became abnormally high. Therefore, the temperature switch (thermostat) of the device was activated. The temperature switch stops when the temperature drops, but operates when the temperature rises again. By repeating this, a phenomenon that the power was turned off intermittently occurred. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that device power turned off intermittently. Then, olympus inspected the device at the service department of olympus (B)(4). And the reported event was not reproduced. It was found that there was a lot of dust inside and out of the vents. There was no report of patient injury associated with this event.